Manufacturer narrative:
It was discovered that the pump rotor was not installed properly at the completion of the preventative maintenance by the haemonetics field service engineer. The engineer mounted the pump rotor onto the ac pump in an incorrect position. The fse has been retrained on this matter based on the haemonetics pcs² service manual.

Event description:
Haemonetics received a complaint on (B)(6) 2016 on the pcs2 plasma collection system. The customer reported that after preventative maintenance was completed by a haemonetics field service engineer, a plasmapheresis procedure was run on the device. After 550ml of plasma was collected, the device sent a high return pressure alarm, and the procedure was stopped. The customer observed coagulation in the harness set and in the needle. One third of the bowl was filled and not returned to the donor. The citrate pump was turning, but it did not add any citrate to the blood, because it was not screwed in properly from the preventative maintenance.